Manufacturer narrative:
The closurefast catheter was received for evaluation. The catheter was inspected revealing one kink. The catheter connector pins were in good condition. The catheter fep lining was damaged resulting in heating element/coil being exposed. The catheter passed resistance and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a closurefast catheter to carry out a procedure on the right short saphenous vein(ssv) without any issue. IFU was followed. However, during the treatment of the left ssv, an unusual sound was heard and it was reported to become ¿unable to be used¿. No error message was displayed. A new catheter was used to complete the treatment. No patient injury was reported.